Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. During the eval, the device failed steps during testing. The device's active exhalation control module was replaced to address the issue.